Event description:
The customer said their blood glucose device reads 118 points higher than the actual glucose. Customer said it resulted in insulin shock and hospitalization for low glucose of 27 mg/dl. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.